Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pacemaker 2008 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to increasing thresholds over time. Lead fluoroscopy showed that lead had lost some slack/redundancy over time. The electrophysiologist felt that it was time to replace the lead and cap off this lead at time of routine device replacement. No patient complications have been reported as a result of this event.